Manufacturer narrative:
Device was received completely destroyed. The electronic assembly had physical damage, cracked and bleeding lcd glass, torn motor flex, damaged power connector, missing case bottom, severely scratched display window, severely scratched keypad, severely scratched case, missing display window cover, missing retainer, missing reservoir tube o-ring and damaged/dented reservoir tube. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test test due to completely destroyed unit. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Unable to perform the device trace history download or care link upload due to completely destroyed unit.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump was broken and display was no more working. The customer's blood glucose level was unknown at the time of the incident. The customer also reported that the cap popped off and wiring came out. The insulin pump will be returned for analysis.